Event description:
The subject device was used during an uncertain procedure. Unk error message was displayed. The surgeon found the probe fractured and the device was retrieved from pt body without any falling fragments. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The proximal end of the ptfe pad of the device was worn. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that subject device was grasping a thick and hard tissue and the proximal side of the jaw and broke came into contact with each other. Then, the probe cracked. After that, the probe was broken when the probe received a load outside the pt.